Event description:
During a mitral valve repair procedure the internal jugular was perforated. An IV kit needle was used to gain access to the jugular vein. The guide wire was placed and the dilator sheath assembly was advanced over the guidewire and into the jugular vein. The physician felt some resistance as they advanced the dilator and sheath. The dilator was removed and the coronary sinus catheter was advanced through the introducer into the jugular vein. A thoracotomy incision was made and a hematoma was found. A sternotomy was performed and it was reported that the end of the catheter could be seen outside of the internal jugular vein. The catheter and introducer were removed from the jugular vein. The introducer was noted to be bent. The introducer was not bent prior to insertion. An observing physician believes that the inside of the jugular vein was nicked and tore as the dilator was advanced. The procedure was completed with another catheter that was introduced via the subclavian vein. Post operatively, the pt bled from the jugular vein perforation site and experienced a cardiac tamponade. The pt was taken to the or for repair.